Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h6 (component code, investigation findings, investigation conclusions). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a device malfunction. The most likely cause is patient factors, including a low right coronary artery (arises 2mm below the adjacent strut). The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: h6 (type of investigation).

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through medical records, it was learned that during the implantation of a 21mm 3300tfx aortic valve, the patient's left coronary ostium was obstructed. The patient underwent CABG x1 while on bypass with no complication. Per medical records, the patient underwent redo avr utilizing a 23mm 11500a inspiris resilia aortic valve the right heart distended, and hemodynamics deteriorated quickly. The posterior wall of the right ventricle appeared hypokinetic, bringing the concern for rt coronary occlusion by the newly implanted device. Therefore, the patient was placed back on cpb and CABG was performed. There was immediate improvement in right ventricular function. The patient was weaned easily from cpb on low-dose inotropic support. The patient tolerated the procedure well and was transferred to the ICU with stable hemodynamics in satisfactory condition.